Event description:
Reporter stated that caller from facility reported & free flow of solution from a source container into the final container without the unit pumping. Reporter reviewed possible causes of free flow with customer and had him install a new transfer set according to the instructions in the operators' manual. This resolved the problem. No pt involvement.